Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
E7121 were found in the history. The e7121 is a consequence failure of the defective force sensor. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications.

Event description:
On (B)(4) 2013, it was reported that the pt thinks her infusion device does not deliver enough insulin. She stated that every time her cartridge was nearing empty, her blood glucose would elevate. On (B)(6) 2013, her blood glucose level was 185 mg/dl and she programmed a bolus before she went to bed. The following morning her blood glucose level was 342 mg/dl. The pt changed the insulin cartridge and infusion set and her blood glucose level returned to normal. The pt has followed her reference material for correctly filling and replacing the insulin cartridge. She stated that her device has displayed e7 (electronic error). The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.